Event description:
It was reported that there was blood inside of the handpiece. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and blood found inside of the handpiece; samples were taken for further investigation. The device was repaired and returned to the customer. This report will be updated if the investigation results require.